Event description:
It was reported that 3 or 4 hours after microsensor was implanted, the icp express monitor displayed "no transducer detected" message. When the sensor was explanted, the tip hung up on cranial bone and became detached. The tip was removed.